Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a hip replacement surgery, the patient had difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.